Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not accept a program change during the implant procedure and tested appropriately prior to the implant. The ipg exhibited no magnet rate and no output when the leads were connected at the time of implant. The leads tested appropriately with the psa but no impedance measurements could be obtained when connected to the ipg. The physician elected not to implant the ipg.